Event description:
Pt called lfs alleging that their test strips were difficult to insert into the meter and they were miscut. The strips didn't activate the meter, accept blood or trigger the countdown. The customer service rep discussed product discontinuance, since pt was unable to resolve the damaged test strip issue. No adverse event or serious injury occurred as a result of the reported issue.